Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have experienced insulin pump power off three times with no warning. Customer's blood glucose was 114 mg/dl. It was reported that customer received a weak battery alert, no power, and then bad battery. Customer received a failed battery alarm while on call. Customer uses (B)(4) batteries. Troubleshooting could not be done as customer was not in the position to troubleshoot. Customer was advised that battery cap would be sent as a courtesy. No further information provided.